Event description:
It was reported that the ilet user experienced high blood glucose and, while still connected to the pump, self-administered approximately 8¿10 units of humalog by pen. The agent provided troubleshooting and education and advised pausing the pump for two hours to reduce the risk of hypoglycemia, and no device alerts or alarms were reported. Symptoms included hyperglycemia and pain in the user's feet. Outcomes included serious injury and unexpected medical intervention in the form of subcutaneous insulin pen. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to injecting external insulin while connected to the ilet, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.